Event description:
Device has been explanted.

Event description:
Previous medwatch submission noted, capsular contracture. Upon further information, allergan has determined, that the event of capsular contracture did not occur.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Rupture: observed opening on patch/shell bond edge side assessed as unidentified (tear) opening. (Shell thickness within specification). Additional observations: observed creases on the device. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Patient reported right side rupture and capsular contracture, baker grade unknown. Device has been explanted.

Event description:
Patient reported right side rupture and capsular contracture, baker grade unknown. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, rupture.